Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2009, the pt fell and hit his head. After the fall, the stimulator was not working properly. X-rays were taken and showed a lead migration. The pt informed his doctor that he wanted the entire system removed. On (B)(6) 2009, the pt was admitted to the ICU due to a related issue. Shortly after, an impedance test was performed and it showed that some of the lead contacts were invalid. The doctor said he couldn't remove the system because the pt had lost his insurance and couldn't afford his co-pay or the portion of the surgery he would have to pay for. In (B)(6) 2010, the pt came in with an infection on the back of his neck. It looked like the pt had been digging into his skin and it was a skin infection. A culture was taken and it was determined to be (B)(6). The pt was given oral antibiotics (keflex) and on (B)(6) 2010, his entire system was explanted.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.